Event description:
It was reported that the balloon was inflated as usual for percutaneous transluminal angioplasty (pta) procedure after implanting a stent when the scepter balloon ruptured. The balloon was removed and replaced with another same model balloon to continue the procedure, which was successfully completed. There was no health damage to the patient. Reportedly, the balloon prepped fine and no irregularities were noted during preparation.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU, following is taken from the english version): potential complications - potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Directions for use: attach a 2-way stopcock to a 1cc syringe filled with appropriate contrast solution. Prime the 2-way stopcock so that no air is present. Slowly inflate the balloon to the recommended volume to achieve the desired diameter as described in table 3. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. 6. After inflation, lock the stopcock if desired. 7. If desired, remove the guidewire from the balloon catheter and prepare per the respective diagnostic or therapeutic agent IFU(s) for delivery through the guidewire lumen.